Manufacturer narrative:
Submit date: 2/21/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the enteral feeding pump displayed that it had delivered 20ml, but the actual reading was 17ml. The pump was not being used on a patient, the issue was discovered during preventative maintenance.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿pump displayed that it had delivered 20ml, but the actual reading was 17ml.¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.